Event description:
It was reported to boston scientific corporation that on (B)(6), 2010, a jagwire guidewire was used during the recanalization of another manufacturer's blocked percutaneous transhepatic cholangiography drainage catheter (ptcd). According to the complainant, while trying to probe an occluded ptcd drainage catheter with the jagwire in an attempt to unblock it, it was not possible to pull back the jagwire as the tip had exited the drainage catheter through a side hole. While attempting to withdraw the jagwire, the distal plastic coating (tip) loosened and remained in situ. The jagwire was then removed. The physician indicated that he does not have any concerns with the un retrieved device fragments. The procedure was not completed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed and the root cause could not be determined. If any further relevant information is identified, a supplemental medwatch will be filed.